Manufacturer narrative:
Correction: e2 was inadvertently populated in the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that black rubber-like foreign matter was clogging the nozzle. The foreign matter appeared to be a seal on the device. The nozzle was not deformed. The event can be detected/prevented by following the instructions for use. The detection method is described in the operation manual evis exera olympus gif-1th190 operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual evis exera olympus gif-1th190 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the pressure channel of the evis exera iii gastrointestinal videoscope was too high on several machines. The scope alarmed after a procedure during reprocessing. There were no issues with the sigmoidoscopy procedure and there was no delay. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with a black rubbery foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition, the bending section cover adhesive was worn out, the light guide lens was cracked, and angulation was out of specification. This event is under investigation. A supplemental report will be submitted upon receiving additional information.